Event description:
It was reported that the battery on this implantable pacemaker was suspected to be depleting prematurely. In addition, this device exhibited longevity calculations from three years to six months in a span of six months. Data for engineering analysis will be sent in the next follow up routine. To date, this device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Correction to the initial MDR in block a1 patient initials.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Correction to the initial MDR in block a1 patient initials. Revision to the initial MDR in block b5 event description and h6 patient code. This supplemental report was created to capture additional information and this complaint no longer meets reportable criteria.

Event description:
It was reported that the battery on this implantable pacemaker was suspected to be depleting prematurely. In addition, this device exhibited longevity calculations from three years to six months in a span of six months. Data for engineering analysis will be sent in the next follow up routine. To date, this device remains in service. No adverse patient effects were reported. Additional information received indicates that device appears to be depleting normally. The longevity change was due to atrial fibrillation. No adverse patient effects were reported.

Event description:
It was reported that the battery on this implantable pacemaker was suspected to be depleting prematurely. In addition, this device exhibited longevity calculations from three years to six months in a span of six months. Data for engineering analysis will be sent in the next follow up routine. To date, this device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.